Event description:
It was reported that the pt never had therapeutic effect and had stimulation in the wrong location. The pt experienced a "stinging" sensation at the implantable neurostimulator site, burning sensation at various locations on the pt's body including feet and hands when the system was both on and off, and hives and a rash over several different parts of the pt's body and new pain. The pt also experienced extreme stomach trouble which worsened every day. The stomach was sensitive and queasy. It happened when the device was both on and off. The pt had welts over her body. The pt went to the emergency room (2009) because of being able to feel the leads and stimulator. Turning the device down or off did not help. Additional info received reported that the rash resolved. The pt did not receive optimal stimulation post op and also had unwanted stimulation. The stimulator was working properly and all the electrode impedances were within range. The system was explanted roughly two weeks after implant.

Manufacturer narrative:
This report is being submitted following an internal audit.